Event description:
On (B)(6) 2014, it was reported that the patient is experiencing a pain similar to an electrical shocking sensation, but is independent of the stimulation. The patient had a seizure recently and the mother tried to swipe the magnet but it did not help the seizure as it typically does. The physician did not know if the patient has experienced any trauma/manipulation to the site. The physician saw the patient on (B)(6) 2014 and was unable to get a signal from the device and the patient left the office not having been interrogated. She thought these events could be associated but was unsure because the patient claimed to feel stimulation. On (B)(6) 2014, the patient was seen by the physician again and the device was able to be interrogated. The patient¿s settings were noted to be output=2.5ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min and was not at eos. Diagnostics were performed which showed output=ok/lead impedance=ok/impedance value=2570ohms/ifi no. The patient denied any trauma during the seizure event prior to feeling the shocking sensations but said that the seizure was more intense than he had ever had even before vns and he said that he hadn't had any of those types of seizures in a long time. The physician stated that she wanted to increase the patient¿s duty cycle due to his seizure, from 16% to 19%. Additional information has been requested from the physician but no further information has been received to date.